Manufacturer narrative:
The patient is (B)(6). An event regarding pain involving an unknown poly was reported. The event was not confirmed. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided x-rays. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that there was a poly exchanged due to failure and patient pain.

Event description:
It was reported that there was a poly exchanged due to failure and patient pain.